Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach vein during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, when the physician prepared to insert, the band in the front end fell off automatically without even turning the handle. Additionally, the second band could not be fully deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach vein. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hospital. (B)(6). Block h6: medical device code a150103 captures the reportable event of band prematurely deployment. Medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned for analysis. It was noted that the ligator head was returned with three bands attached to it and it did not present any problems. The trip wire was secured in the handle assembly slot and the slack was correctly taken up. Microscope examination was performed and it was noted that the ligator head teeth were severely damaged, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the IFU. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach vein during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, when the physician prepared to insert, the band in the front end fell off automatically without even turning the handle. Additionally, the second band could not be fully deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach vein. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Initial reporter facility address: (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hospital (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.